Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace all generator boards, backplane, power supply, hv cable and x-ray tube. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that when the 6800 system had no fluoro. It was noted that the system was transported without the ring assembly and the tube struck a wall during the transport. There was no report of a patient injury.